Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Kakizaki, s., ishibashi, t., kato, n., kan, I., nishimura, k., & murayama, y. (2020). Complete obliteration of a foramen magnum dural arteriovenous fistula by microsurgery after failed endovascular treatment using onyx: case report and literature review. World neurosurgery, 144, 43¿49. Https://doi.org/10.1016/j.wneu.2020.08.077 medtronic review of a literature article found described a single case in which a (B)(6) male patient was admitted to the hospital with sudden diplopia. Magnetic resonance imaging (MRI) revealed a subarachnoid hemorrhage (sah) around the prepontine cistern. A foramen magnum dural arteriovenous fistula (davf) was diagnosed by angiography. The hypoglossal branch was embolized with coils, following which it was attempted to place the marathon microcatheter as near as possible to the fistula. However, small arteries interposed between the fistula and the posterior meningeal artery (PMA) sot the marathon tip could not reach the fistula site directly. The surgeon expected the onyx to propagate forward and protrude into the fistula site via the intervening small vessels, and onyx 18 was injected into the PMA. The reflux-hold-rejection technique was used, but the injected onyx was unable to reach the fistula site. The marathon catheter tip was then guided to the PMA, closer to the proximal side of the vertebral artery (va). A dual lumen balloon catheter was navigated to the site proximal to the PMA to prevent reflux of the onyx into the va. While onyx was slowly injected under blank road guidance with the balloon inflated. However, onyx was refluxed into the va via the anastomosis between the PMA and va. Onyx migrated into the basilar top and perforators of the basilar artery, occluding the bilateral posterior cerebral arteries and superior cerebral arteries. A microguidewire was emergently used to cross over the cluster of onyx and the onyx was removed with a stent retriever. Right vertebral artery injection after mechanical remove of onyx showed reperfusion of bilateral posterior cerebral arteries and superior cerebral arteries and remaining foramen magnum davf. Several weeks later, direct obliteration and disconnection of the fistula site was completed using electronic coagulation by the lateral suboccipital approach with a ci laminectomy. Postoperative angiography confirmed complete obliteration of the foramen magnum davf. The patient was transferred to a rehabilitation facility with residual ataxia and gait disturbance.